Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of the device from the product ship date is 1 year and 6.5 months. Device evaluation: the reported driveline fault alarm was confirmed based on the information contained in the data log file retrieved from the returned system controller; however, a specific root cause was unable to be determined. The returned system controller was functionally evaluated using the manufacturer's laboratory equipment and the driveline fault alarm was not reproduced. Although the specific cause of the alarm could not be determined, similar incidents have been identified and the issue is being addressed through the manufacturer's quality system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline fault alarm sounded and the patient contacted emergency medical services. The patient was supported by the pump throughout the event; however, it was reported that the patient was not feeling well and expressed being short of breath. The patient was transported to the emergency department where the system controller was exchanged and no further issues related to a driveline fault have been reported since.